Event description:
During an in-clinic follow-up myopotential over-sensing, under-sensing and pacing inhibition were detected on the device. It is unknown if the patient is pacer dependent. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed. The patient was stable and will continue to be monitored.